Event description:
It was reported that the driver broke during a case. The tip was retrieved.

Manufacturer narrative:
Visual inspection confirms the event. The tip of the driver is twisted and has sheared off. The direction of the hexalobe spline deformation suggests that the instrument failed under a torsional load in the counterclockwise direction which would indicate that it was being used for removal/loosening rather than insertion/tightening. The driver is designed to only be rotated clockwise. If used against the direction of the spline, the material is more likely to deform and shear. Review of the device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.